Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that the implantable cardioverter defibrillator (ICD) could not establish wireless remote transmissions with the remote monitor. Troubleshooting methods were employed but to no avail. A follow up with the patient's healthcare provider yielded no further information as to why the ICD could not establish wireless communication with the remote monitor. The ICD remains in use. No patient complications have been reported as a result of this event.